Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope image disappeared when the distal end of the endoscope was bent during the examination. The issue occurred at the beginning of the diagnostic bronchoscopy procedure. It was reported that the patient was under sedation. When starting the bronchoscopy, the image on the endoscope disappeared, therefore the procedure was postponed to the next day. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to breakage of charged couple device (ccd-cable). However, a definitive root cause could not be determined. The suggested event can be detected by performing inspection prior to use, described in the following instruction for use (IFU) (operation manual). 3.2 inspection of the endoscope instruction for use (IFU) instructs preparation of spare equipment as follows: spare equipment: be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction. Instruction for use (IFU) (operation manual) states on troubleshooting for abnormality as follows: chapter 5 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.